Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing(atp and defibrillation therapy for supra-ventricular tachycardia (svt) and shock therapy was exhausted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and programming options. The caller increased the ventricular tachycardia (vt) rate to 200bpm and adjusted the patient's medications. No other adverse events were reported. This product issue will be updated if additional information is received.